Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen was unresponsive. However, the pump was still functional. Reportedly, the customer had to "press harder" on the 1, 2, 3 screen. The customer's blood glucose level was not impacted. The contact declined troubleshooting.